Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited impedances greater than 2,500 ohms and high thresholds. The decision was made to deactivate the left ventricular lead and program the device to right ventricular stimulation only. No adverse patient effects were reported.